Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During procedure, error 1002 occurred and acquisition pc did not restart after reset. The procedure was cancelled due to this event. There were no patient complications reported.